Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. Additional information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. The foreign material could not be identified and the cause of why the material remained in the device could not be specified. There was no damage to the area where the foreign material remained and it is unknown if reprocessing was performed in accordance with the instructions for use (IFU). The following information from the instructions for use (IFU) pertains to this event: gif/cf/pcf-190 series operation manual includes a way of detection in chapter 3 ¿preparation and inspection¿. Gif/cf/pcf-190 series reprocessing manual includes the preventive measures in chapter 5 "reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material inside the air/water (a/w) tube, a/w cylinder, and jet tube. There were no reports of patient involvement.